Event description:
It was reported that the pt experienced no pain relief 2-3 mos after implant. A dye study was completed and showed that the pump was free floating in the pt's abdomen. The catheter remained connected, but showed that it was dislodged from the intrathecal space and loosely braided. This was reported to be due to the pt manipulating the device. The pump contained morphine 2 mg/dl and bupivicaine. After the dye study the medication was removed from the pump and replaced with preservative free normal saline. The system was completely explanted. No pt injury was reported. Please refer to MFR's report #: 6000030200802365.

Manufacturer narrative:
Final device analysis reveals that the following catheter pieces were returned for analysis: proximal piece 43.8 cm including pump connector. Next proximal piece 28.2cm to pin connector to distal 3.9cm including strain relief sleeve. Next piece is distal 33.3 cm. Distal tip 1.4 cm. The analysis concluded that multiple catheter sections were twisted up very tightly as received and " permanent deformation" and a hole and leaks were seen. Primary finding is that the catheter was kinked.